Event description:
The info was obtained from the (B)(6) journal of vascular surgery, vol. 21, no. 3, 2012. The pt was underwent redo valve surgery due to heart failure and recurrent endocarditis. Intraoperatively, two abscess cavities were found in the sinus of valsalva and the valve was attached to the annulus by a suture. The bentall procedure was performed with another sjm valve and another manufacturer's graft. The pt's status was listed as recovering.